Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the returned renegade catheter was inside of a partially open pouch, indicating it was intentionally opened. The pouch was inspected and there were marks all around the pouch from the heat sealer, suggesting it was sealed at one point. No other issues were identified during the product analysis. Product analysis could not confirm the reported incomplete seal.

Event description:
It was reported that contamination occurred. A renegade hi-flo fathom system was selected for use. Upon opening the packaging, it was noted that the aseptic package was not completely sealed, and the sterility of the device was considered compromised. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that contamination occurred. A renegade hi-flo fathom system was selected for use. Upon opening the packaging, it was noted that the aseptic package was not completely sealed, and the sterility of the device was considered compromised. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.